Manufacturer narrative:
The pump was received with no button response due to lcd keypad connector unlocked. The pump was unable to perform the displacement test due to keypad anomaly. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. The pump was unable to verify backlight functionality due to keypad anomaly. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the act button does not register well. The customer stated that he tried to turn the light with down arrow and it did not work. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.